Event description:
It was reported the powered wheelchair footrests are too short for the patient. The patient can use the chair but, only for short periods of time. After two to three hours of use, the pain the patient experienced due to the inappropriate footrest length becomes too great.